Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 1.08mm x 0.38mm was found to be broken off but still attached on one side of the grip-tip. There are potential fragment detached from the instrument, but the sizes cannot be confirmed. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.